Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The error code was present during testing but was cleared following a ram cleaning. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus visera 4k uhd camera control unit was displaying an e117 during preparation for a diagnostic procedure. According to the initial reporter, the intended procedure was completed without patient harm using a similar device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the device experienced an error code 117, but the cause could not be specified. Olympus will continue to monitor field performance for this device.